Event description:
It was reported that the patient was told the lead was "one of the bad leads" and that the device had early battery depletion. Follow-up with the clinic disclosed that the device was at end of life. Operation notes mentioned malfunction for the device and lead, but no explanation was provided. Additional information obtained from the field rep confirmed that the device was set at a high output rate causing rapid battery depletion. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4)the distal segment of the lead was returned and analyzed. The defib conductor was fractured, was distorted, and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The outer insulation was melted. The outer tubing overlay had cosmetic environmental stress cracking. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.